Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy; due to symptomatic uterine prolapse, genuine urinary stress incontinence and constricted bladder.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
Patient codes: (B)(4) ¿ urinary urgency additional narrative: it was reported that following insertion the patient experienced urinary urgency.